Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an unspecified alarm. The customer¿s blood glucose was 95(mg/dl). To resolve the issue, the customer cleared the alarm and resumed insulin.